Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Manufacturer narrative:
The returned device was patent. It met the requirements for leak testing. The stopcock connection to the round housing was disconnected. It is unknown how or when this occurred. Adhesive was noted at the connection. A review of the manufacturing records was not possible as no lot number was provided. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the round housing where the main stopcock attaches to the port clip has detached. According to the report, there is no problem with the csf flow through the duet system but the main stopcock is loose from the clip. It was also reported that there was no injury to the patient.